Event description:
It was reported that the right ventricular (rv) shock lead exhibited a gradual increase in shock impedance measurements, with a reported value of approximately 145 ohms. In addition, non-physiologic noise was observed on the lead. Technical services (ts) was consulted and provided troubleshooting recommendations. Ts advised that if shock impedance measurements increase to greater than 150 ohms, lead replacement should be considered. At the time of this report, the rv lead remains in service. No adverse patient effects were reported.